Event description:
According to the reporter: before use on the patient, a nurse opened the package and found a part on the back of the cartridge was disengaged. New cartridge was opened for procedure. No patient harm. Or time not extended. Patient age, weight and gender: unknown. No information about the use of reinforcement material.

Manufacturer narrative:
(B)(4).